Event description:
It has been reported that the anterior lip fixation anchorage did not fit into the metallic pocket, neither manually nor by tapping. The surgeon implanted an 11mm duracon duration without problem. There was no adverse consequence for the pt or delay in surgery or anesthesia time.